Event description:
It was reported that prior to a dialysis catheter placement procedure, the syringe allegedly had leaked air. It was further reported that the needle allegedly leaked water. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one photo and one video were provided for review. The photo shows two introducer needles. The video shows the clinician aspirating the fluid through the syringe. The aspiration was unsuccessful, only air enters through the syringe. Therefore, the investigation is confirmed for the reported air aspiration issue. However, the investigation is inconclusive for the reported leak issue as the reported event cannot be confirmed from the provided photo and video. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the syringe allegedly had leaked air. It was further reported that the needle allegedly leaked water. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo an video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two introducer needles were received for evaluation. Visual and functional evaluations were performed. Both the syringes were connected to the introducer needle. The port body was patent to both infusion and aspiration. No leaks were observed. In addition to the returned physical sample, one electronic photo and video were provided for review. The photo shows two introducer needles. The video shows the clinician aspirating the fluid through the syringe and aspiration was successful. Therefore, the investigation is unconfirmed for the reported fluid leak issue. However, the investigation is inconclusive for the reported air leakage issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the syringe allegedly had leaked air. It was further reported that the needle allegedly leaked water. There was no patient contact.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the syringe allegedly had leaked air. It was further reported that the needle allegedly leaked water. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two introducer needles were received for evaluation. Visual and functional evaluations were performed. Both the syringes were connected to the introducer needle. The port body was patent to both infusion and aspiration. No leaks were observed. In addition to the returned physical sample, one electronic photo and video were provided for review. The photo shows two introducer needles. The video shows the clinician aspirating the fluid through the syringe and aspiration was unsuccessful, only air was noted inside the syringe. Therefore the investigation is confirmed for the reported air in device issue. However the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.